Event description:
Edwards received information that a 75 year-old man underwent an intervention to implant a 26mm sapien xt pericardial valve into a 25mm aortic pericardial valve to correct aortic stenosis. The implant duration of the 25mm aortic valve at the time of the procedure was nine (9) years and six (6) months. Both devices remain implanted. The intervention was successful and the patient status is reported as well.

Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted. The DHR review is currently in process. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to stenosis which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information regarding this procedure has been made available and subsequent attempts to get additional information regarding the condition of the device at the time of the intervention or information on the patient's condition or possible comorbidities have been unsuccessful; therefore, the root cause for the intervention remains indeterminable. If additional information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.